Manufacturer narrative:
Additional information : two (2) actual devices and one (1) companion sample were received for evaluation. Visual inspection of the devices identified 1 actual device where the tubing and luer lock were separated; no issues found during visual inspection of the second actual device or companion sample. Functional testing including clear passage and pressure tests were performed which revealed a leak on 1 actual sample between the tubing and luer lock; no issues were identified on the companion sample. Functional testing was not performed on 1 actual device due to the condition of the sample received. Dimensional testing was performed which revealed 2 actual samples were below the minimum established specification. The reported condition was verified on the 2 actual samples. The cause of the condition was due to human production during manufacturing. The reported condition was not verified on the companion sample. The remaining actual samples were not received; therefore, a device analysis could not be completed on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) non-dehp high flow rate extension sets leaked during patient use. It was further reported that two (2) of the six (6) sets "broke completely off from the connection sight". The other four (4) leaks were not further specified. There was no patient injury or medical intervention associated with this event. No additional information is available.